Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: guide wire separation required medical intervention. Device issue: guide wire separation. It was reported that during use with another company's aspiration device, which was used to deliver medication and aspirate clot/thrombus from a graft in the pt's cold foot (there was some warmth in the leg), the tip of the guide wire separated. It appeared that the guide wire tip prolapsed when it hit the thrombus and then it separated. The guide wire tip was retrieved was a goose snare device. The result was minimal flow in the pt's foot. The grandslam guide wire has been successfully used many times with the other company's aspiration device in the past. A portion of the guide wire remained stuck in the aspiration device and is not being returned. No add'l event or pt info is available.